Manufacturer narrative:
Corrosion was observed on several internal components. A leak test was performed and an internal tear was observed in the unexposed portion of the soft cannula, 0.25 inches from the nail head. The battery voltages were measured and found to be lower than expected. A power supply was used for device download. Initial attempts to connect to the master pdm were unsuccessful. The pcb was removed, but subsequent attempts to connect to the master pdm were unsuccessful. The smc could not be measured because a connection to the master pdm could not be made. Inspection of the pcb determined that corrosion was preventing data download.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance, due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 25 and 36 hours. At the hospital, the pod was removed, a new one was applied, blood glucose levels were checked every hour and the patient was monitored.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"